Manufacturer narrative:
(B)(4). Results: the regulator knob locknut was loose, and the knob was difficult to adjust. Conclusions: evaluation of the returned device revealed that the pump max functioned as intended. The pump max was powered on and run for 30 minutes without noticing any issues or abnormal scents. The pump max was powered off, and on again while under vacuum pressure. Only the cooling fan turned on, and a burning smell was observed after a few minutes of operating in this condition. If the pump max is power cycled, the vacuum pump may not be able to turn on again until the vacuum pressure is equalized. Prolonged operation of the pump max while the vacuum pump is not running may cause the supplied energy to be dissipated as heat. This excess heat may result in a burning scent. The reported events suggest that the pump max was power cycled at some point, and the vacuum pressure was not purged. Further evaluation revealed that the regulator knob was loose. If the regulator knob is rotated beyond the intended limit, the washer may lose grip and cause the hex nut to back out. Penumbra pumps are visually and functionally inspected during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 220 (pump max). During the procedure, after five minutes of aspiration, the pump max stopped aspirating and produced a burning smell; therefore the physician removed the indigo system aspiration catheter 5 (cat5) to test the aspiration outside of the patient. The pump max was still unable to produce any aspiration; however, after about five minutes the pump max was able to procedure aspiration again, however the burning smell was still present. The pump max was unable to remove the thrombus; therefore the procedure was completed using a different catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being included on this follow-up #01 MFR report:3005168196-2017-00868.